Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by abdominal pain and vomiting. The breach in aseptic technique was described as the patient made an unspecified mistake. One day before the event onset, the patient was hospitalized due to abdominal pain and vomiting. On the same day as the event onset, the patient began treatment with vancomycin injection (250mg daily, route and duration not reported), ceftazidime injection (250mg, daily, route and duration not reported), and heparin injection (2ml, daily, route and duration not reported) for peritonitis. On an unknown date, the patient's treatment was discontinued. Four days after the event onset, the patient recovered from abdominal pain and vomiting. Seven days after the event onset, the patient was recovered from the peritonitis event and was discharged from the hospital. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.